Event description:
It was reported the videoscope's rubber bonding falls off. The issue occurred in an non clinical setting. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction, additional information and results of the final investigation. Please see updates to a4, a5, a6, d4, h2, h3, h4, h6, and h11. D4 lot# was incorrectly populated in the initial emdr, and should be blank. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reportable event was most likely due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided from the customer.